Event description:
Asr revision: left asr hip resurfacing system. Reason for revision: alval/soft tissue reaction.

Event description:
It was reported that the patient had a revision on the asr left hip implant. The reasons for the revision were as follows: pain; noise (clunking); high cobalt and chromium levels. These reasons are in addition to the previously reported condition of alval/soft tissue reaction.

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation on this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision. Left asr hip resurfacing system. Reason for revision: alval/soft tissue reaction. Update: additional reasons for revision received 29 may 2012. Reason(s) for revision: alval / soft tissue reaction, noise / clunking, pain 3, high chromium and cobalt levels. Update - amended implant date. Taken from claimsuite dated 11th august 2015.